Event description:
On (B)(6) 2018, during a regular follow-up, upon interrogation of the subject pacemaker, abnormal lead measurements were discovered. No noise artifact was discovered on real time electrograms when different postures were requested from the patient. The patient was thus decided to be monitored. On (B)(6) 2019, during a regular follow-up, the lead trend showed no anomaly. The patient was thus decided to be monitored.

Event description:
On (B)(6) 2018, during a regular follow-up, upon interrogation of the subject pacemaker, abnormal lead measurements were discovered. No noise artifact was discovered on real time electrograms when different postures were requested from the patient. The patient was thus decided to be monitored. On (B)(6) 2019, during a regular follow-up, the lead trend showed no anomaly. The patient was thus decided to be monitored.